Event description:
It was reported the pt experiences spasms in her leg when stimulation is on. Reprogramming was unsuccessful. The pt plans to meet up with her doctor about the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.